Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a small bowel resection procedure, the device was used with the original preloaded cartridge and then fired successfully with a second blue reload. A third reload was put in but the tissue was thick. When the doctor tried to fire the stapler, he struggled and it finally fired but the staples were half in the clip and half in the bowel. The bowel was cleaned up and with the same device and a new reload; it fired and worked as intended. The bowel was milked a little more prior to firing to make it thinner. There were no adverse consequences to the pt. The device was discarded but the reloads are being returned for eval.